Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker failed to release from the delivery catheter after helix fixation. The physician proceeded to retrieve the device, and in the process the device helix was stretched. The device was not used, and a new one was implanted. The patient was later discharged.